Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used and empty easypump ii lt 100-50-s without packaging. The received sample was checked visually. We detected no damages. The white clamp was closed, the patient end connector was closed with the original wing cap. The received sample was taken to a functional test (filled with nacl 0.9%). During the filling leaks arose immediately at the inner silicone tube of the sample. The liquid was running between the inner silicone tube and the outer protective cover. We think the leaks arose due to a damage / hole in the inner silicone tube. The cause for the damage (hole) cannot be determined. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in process and final control inspection. "Moreover" we received one used and empty easypump ii lt 100-50-s without packaging. The received sample was checked visually. We detected no damages. In as-received condition the white clamp was closed and the patient end connector was closed with the original wing cap. Further on, we detected liquid and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The sample was filled up with nacl 0.9% to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After starting the pump (opening the white clamp) the pump did work (solution was running). Leakages were not detected at the sample. The inspected sample is within our specifications. We have informed our manufacturer accordingly. Hence we assess this complaint to be not justified.

Event description:
As reported by the user facility ((B)(4)): we received two pumps. One pump was leaking during filling. The second pump was attached to the patient but there was no drug flow.